Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The attune handle broke into two pieces.

Manufacturer narrative:
The complaint states the attune handle broke into two pieces. The investigation confirmed that the lever had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. **addendum added 23 oct 2015 ** the complaint was reopened due to the product was returned. There returned device confirmed that the attune impaction handle had a broken lever. It should be noted the lever was returned but the spring was not. It should be noted the complaint states that no pieces were left in the patient however this cannot be confirmed as all the pieces have not been returned. The above conclusion remains valid.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.